Event description:
New information was recently received that this product was not explanted due to the recent infection, and instead remains implanted and in service at this time. No additional information could be obtained.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.